Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 85 year old male patient presenting with high risk percutaneous coronary intervention for impella support. During support the patient exhibited ventricular fibrillation and required a direct cardioversion.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01534 has been provided. Corrected information for the initial MFR 1220648-2022-01534 was provided.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, device had positioning issue and patient experienced access site bleeding and ventricular fibrillation. The pcps and impella was removed on (B)(6) 2021. The removal of impella was not planned, but when the position of the impella in the intensive critical unit (ICU) was being adjusted, it pulled out of the aortic valve and was removed as is. After removing the impella, it was replaced with an intra-aortic balloon pump (iabp). On (B)(6) 2024, japanese registry for percutaneous ventricular assist device (j-pvad) reported that on (B)(6) 2021, patent experienced bleeding, and blood transfusion was needed and on (B)(6) 2021, the patient had ventricular tachycardia (vt). Patient later expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.